Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a cracked battery cap. Her blood glucose had been running high throughout the week; she mentioned that her blood glucose would sometimes elevated into the 400 mg/dl range. Troubleshooting was declined for the high blood glucose. The insulin pump was returned for analysis due to the physical damage.